Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:us157850, lot number:615920, brand: m2a magnum cup; catalog number:139256, lot number:657400, brand: m2a taper insert; catalog number:192011, lot number:656830, brand: echo femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00865. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised approximately 7 years post implantation due to cardiac damage, pain, tissue damage, bone damage, carbon and chromium intoxication. Elevated levels of cobalt and chromium, as well as a pseudotumor were noted during the revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.